Manufacturer narrative:
The device did not return to manufacturer for evaluation yet. Investigation performed on device history review of main sterile product and all subcomponents as well. Documentation shows there are no incidents or abnormality indicated during manufacturing of gwa-019-40. All parts manufactured to specification and pass inspections. A follow up report will be sent to FDA once complaint sample returned to manufacturer and after completion of investigation and evaluations.

Event description:
As received by the customer from end user (this PICC rn was placing a PICC line in patient's right upper arm (brachial vein). Accessed vessel with 24g angiocath, had brisk blood return, placed an .014 nitinol guidewire through angiocath into vessel. Nitinol guidewire advanced 10 cm without any difficulty or resistance. Dilator was placed over the guidewire and advanced into the vessel without any difficulties. PICC line was then placed over the guidewire through the dilator. Was only able to advance PICC line about 8 cm and then felt resistance. Obtained cxr. Showed PICC line in subclavian vein curled back on itself slightly. Could not straighten PICC or guidewire out. Decision made to remove PICC and guidewire and to attempt 0.14 guidewire instead. Upon removing guidewire, it was noted that the guidewire was unraveling).